Manufacturer narrative:
Sample was collected in a green top plasma tube without gel barrier. Qc results for the past 30 days are all within the expected range. System check results from (B)(6) are all well within the published specifications. No service was dispatched for this event as the customer has an in-house biomedical engineer to verify system performance. Biomedical engineer did not note any finding. System check data supplied by customer does not show any indication of instrument malfunction. Service not dispatched.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous troponin results above the accutni acute myocardial infraction (ami) cut off generated by the access 2 immunoassay analyzer. The results were not reported out of the laboratory. The samples were repeated and lower results were obtained. The customer provided results for one patient only. Patient results are provided. No injury, death or change to patient treatment associated with this event.